Manufacturer narrative:
In-house testing was performed on retained kit lot 161121 with the following internal serum/plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 161121 was reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 161121 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) ab result was reported on an edta plasma sample tested with the alere determine hiv 1/2 ag/ab combo. At the time of testing, the patient was pregnant and in her (B)(6) trimester. The patient was found to be (B)(6) by (B)(6) ab differentiation immunoassay, followed by (B)(6) pcr. There is insufficient information to determine if a malfunction occurred. It was not reported if the patient had received anti-retroviral treatment. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).